Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, patient had procedure performed on right leg stump (above knee amputation (aka) patient) last week and while recovering a stemi on (B)(6) 2022, where a catheter-based miniaturized ventricular assist device was inserted and patient transferred to dallas location for higher level care. Physician contacted teleflex representative for vascular closure device need for closure during catheter-based miniaturized ventricular assist device removal due to undesirable patient for surgery. Details of patients condition and vascular closure device were thoroughly discussed with physician, and physician aware that patient is not a desirable candidate for the vascular closure device, but wished to proceed anyway as a need for a less invasive option of closure. Prior to the removal of the catheter-based miniaturized ventricular assist device, an angio was performed of right iliac where it was noted that iliac was dissected and femoral was clotted off. Physician decided to proceed with vascular closure device due to current labs of patient and need to prevent surgery. During procedure patient's anatomy caused an irregular angle at access site for physician. While attempting to deploy the first 14f vascular closure device, the device was kinked upon entry into the sheath. The vascular closure device was removed and a new device opened. A second 14f vascular closure device was then inserted and angle of vascular closure device insertion caused the device to kink again. This vascular closure device was then removed along with the sheath. A third 14f vascular closure sheath and device were inserted after repositioning by physician and upon deployment pullback of device, the device footplate was pulled out of the vessel. The device suture was then cut, the device removed, and the footplate removed from tissue tract. Due to vessel issues it was decided to attempt upsizing to an 18f vascular closure device. The fourth 18f vascular closure device was then inserted and deployed and upon pullback of device, the entire device pulled out of the patient. Use of the vascular closure device was then aborted and 18f device dilator was inserted to maintain access of right femoral artery. Physician already had left femoral access with sheath and catheter so wire was advanced down right femoral artery and stents were placed. Associated to: 3010252479-2022-00341, 3010252479-2022-00343, 3010252479-2022-00344.

Manufacturer narrative:
3 dilators returned, 4 depth locators returned: 3 belong to 14f kit and 1 belongs to 18f kit 1 14f depth locator returned. 1 18f manta returned with the manta locked into the sheath and components pushed out of the lumen 3 14f manta units returned: two of them had severe kinks on the lumen with their levers not engaged. One of them had the lever engaged but radiopaque lock was seen hanging along with the suture thread. 2 14f sheaths returned. Bypass tube resistance was noted. One of the sheath had a lumen tear. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, patient had a procedure performed on right leg stump and experienced a heart attack with complete coronary artery blockage. A percutaneous ventricular assist device (impella) was inserted, and the patient was transferred from frisco to dallas for higher level care. The dallas physician reached out to teleflex, aware the patient was not a desirable candidate for manta but wished to proceed with manta for closure during the ventricular assist device removal and wanted to try regardless since manta was a less invasive option for closure. The patient arrived intubated and was diagnosed hit (heparin induced thrombocytopenia) and mrdo (multidrug-resistant organism). Prior to removal of impella, an angiogram of the right iliac revealed the iliac was dissected and the femoral was clotted off. To prevent the need for surgery and based on the current lab results of the patient, the physician chose to proceed with deployment. The right common femoral artery was accessed prior to the patients' arrival at dallas; information was not available regarding initial access. The arteriotomy was 8.0 mm, with a depth measurement of 4 cm + 1 cm. During the procedure, the physician encountered an irregular angle at the access site which was caused by the patients' anatomy. While attempting to deploy the first 14f manta, the manta lumen became kinked attempting to enter the manta sheath. The 14f manta device was removed while the first manta sheath remained in place. A second 14f manta device (same lot number) was opened. Again, while attempting to deploy the second 14f manta, the manta lumen became kinked attempting to enter the manta sheath. The IFU warns do not use if the manta delivery system becomes kinked. The safety and effectiveness of the manta device has not been established in patients with unilateral or bilateral lower extremity amputation, patients with systemic infection or a local infection at or near the access site or possible contamination of the procedure sheath or surrounding tissues, or patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection..procedure requirements states the manta closure must be deployed using the manta sheath provided in the manta package.do not substitute any other sheath. Associated MDR fu- 3010252479-2022-00341 manta + fu-3010252479-2022-00343 manta + fu-3010252479-2022-00344 manta.